Event description:
It was reported the patient is experiencing pain at the ipg site when he sits and stands. Surgical intervention is pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient¿s entire scs system was explanted. The surgeon noted granuloma at the lead site. (Reference MFR report 1627487-2014-08526 for lead).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.